Manufacturer narrative:
(B)(4). Date sent: 05/23/2025. D4: batch #200d19. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one long60a device was returned with no apparent damage and with no reload present. After further analysis, the articulation mechanism was noted to be damaged as the device would not articulate. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the articulation link was noted to be disengaged from the ring closure. In addition, the shaft could be rotated without difficulties. The event described could not be confirmed as the rotate mechanism is functional. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: rotate the jaws by pushing on the fins of the rotating knob. The shaft will rotate optimally when the jaws of the device are open. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the articulation is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished long60a, with lot/batch number a9dj17, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 200d19, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the they were unable to turn the device properly. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.